Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The e03 error was also confirmed and was caused by wear and tear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a laparoscopy, the high flow insufflation unit screen would go blank and a signal would sound. The device was returned for evaluation. During the evaluation, the following reportable malfunction was found: e03 error. No report patient harm was reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.